Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Also, a definitive root cause of the front panel not functioning could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, there was no image present due to a faulty printed circuit board. This damaged board was also compromising the front panel functions. The scope socket was also found faulty, causing noises to occasionally appear in the image when it was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that the unit was not displaying an image. There was no patient involvement during this event.